Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The device was configured for auto ECG lead option. In this configuration setting, the device will prioritize the ECG signal on pads if pads and leads are connected during the start of the case (power cycle). If pads are not connected and ECG leads are connected to the device at the start of the case (power cycle), the device will display an ECG signal from leads due to auto ECG configuration selection. However, this configuration does not mean that the device changes from pad to leads in the middle of the case if the signal is lost from the pads. The only way the user can change the lead view is by pressing the lead view button. X-series logs do not record any button presses. Thus, logs cannot be used to determine whether the device changed from pad view to lead view by button press operation or not. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was automatically switching between pads and leads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.